Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. Upon review of alarm trace data, no relevant alarms were observed. The field service engineer cleaned and checked the analyzer for proper priming of solutions. An ise check and precision studies passed. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the potassium electrode on a cobas c 303 analytical unit. No questionable results were reported outside of the laboratory. The user questioned the value as it was critically high and repeated the sample. The sample initially resulted in a potassium value of 7.13 mmol/l and it repeated as 5.19 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The field service engineer cleaned and checked the ise for proper priming of solutions. An ise check and precision studies were performed and passed. The investigation is ongoing.